Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. It was reported that the remaining insulin reading was showing more than the amount of insulin that remained in the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/21/2015 with the following findings: a review of the pump¿s black box showed multiple cs 145 occlusion alarms due to high force. During testing, the pump successfully completed the ez-prime steps. The pump was unable to load a 100u cartridge and the piston stopped at 135u. The ¿remaining insulin calculation¿ complaint was duplicated during testing. Further inspection found a ¿onetouch¿ test strip stuck in the cartridge compartment. The debris was removed, and the pump was able to load a 100u cartridge correctly. The pump¿s cover was removed, and no intermittent condition was found to force sensor pins. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.